Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with debris on the lens. Visual inspection found the lens haptic bent and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - patient code: 3191 should have been selected. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -08.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to glare/halos. This resolved the problem. The cause of the event is reported as unknown. Reportedly, "patient is satisfied and happy, and has no problem with glares anymore."